Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) appeared to be depleting prematurely. No adverse patient effects were reported. The device remains implanted and in service. The device was subsequently explanted and replaced. No additional adverse patient effects were reported. The explanted device is expected to be returned for analysis.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.